Manufacturer narrative:
(B)(4). Date sent: 10/27/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the har9f device (batch:u7907z) was received with scratches marks at the blade tip. Device no package material was returned. Tissue pad was worn due to normal usage. The open and close of the jaw was worked as intended. Scratched marks and blue blade were observed on the blade tip after the blood on the blade tip was removed. The tissues and body fluid were stuck into the shaft. No additional damages were found in appearance. The actual device was connected and tested on a gen11 ((B)(6)), the device was passed the system check test at initiation sequence. And then, no anomalies were found during the functional test. The buttons of the actual device were worked as intended. It was not able to duplicate ¿continuous activation issue¿ as the reported event during the functional testing. The button of the device was disassembled to inspect the internal component of the button, because any defect could not be found during functional testing. When it was checked the internal parts of the button, the surface of the max button had slightly dirt, but there was no evidence of moisture intrusion in each buttons. The eeprom data in the actual device was read out by eeprom reader. Any special findings were not found. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an open procedure on the thyroid, the device could not stop activating. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.